Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported a ventilator with a low oxygen alarm. This event was evaluated in-house by the customer. There was no on-site evaluation by the manufacturer. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. The ventilator was swapped for another. The customer reported that the oxygen sensor kit was replaced to address and correct this reported event. The device was then run through an extended self-test to calibrate the sensor, and run for two days without any errors or failures.